Event description:
It was reported that this brady lead was surgically abandoned in the deep septal due to high pacing threshold. This brady lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.